Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer smelled insulin where the tubing and the cartridge meet. Reportedly, the customer's blood glucose (bg) level was in the 300's-400's (mg/dl) and was treated with a manual injection. Bg level decreased to 85 mg/dl. The customer did not know if the leaking cartridge, bent cannula, compromised insulin, or diabetes management caused elevated bg level. The customer was able to load a new cartridge.